Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device history record was performed and revealed no nonconformities/capas, failures, reworks, or deviations that could have caused or contributed to the unknown alarm. A review of the service history revealed no previous service events related to the reported event. The reported unknown alarm could not be verified. As a result, the direct cause of the unknown alarm could not be determined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received an alarm on the homechoice device during use, while the hp was connected. The hp stated they had an alarm all night. The hp did not remember what the alarm was. The hp was unable to find the alarm log and wanted to end therapy. The technical service representative (tsr) assisted to end therapy and informed the hp to use manual bags. There was patient involvement but no injury or medical intervention was reported. No additional information is available.